Event description:
The complainant reported placement signal fluctuations on the automated impella controller during impella 5.5 support. Despite appropriate positioning, a placement signal not reliable alarm was triggered. The pump was pushed towards the patient's chest wall at the access site and the placement signal normalized. To prevent from having to advance the pump further into the ventricle, the decision was made to place a pressure dressing over the site to aid in maintaining a normalized waveform. Patient support continued with the implanted pump. The decision to withdraw care was made, and the patient expired.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The cause of the issue was not determined since issue could not be reproduced. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.